Event description:
It was reported that a user could not view continuous glucose readings on the ilet after a new sensor was applied and saw a message to connect the cgm or enter blood glucose with dosing to stop imminently; during the call the glucose value appeared, and it was explained this occurred due to the cgm warm-up period, while the user also reported a glucose of 238 mg/dl after breakfast and elected to allow the ilet and planned exercise to bring glucose back into range. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication and interviews with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and characterized the event as an adverse event without an identified device or use problem, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.